Event description:
During a transaortic tavr procedure moderate paravalvular leak was noted post valve deployment. A second valve was implanted resolving the paravalvular leak. The patient tolerated the procedure well. The pre and post deployment position of the first valve was 60:40 [aortic:ventricular], with very slight canting (65:35 on the other side). The native annular calcification was moderate; leaflet calcification was mild. Ventricular septal hypertrophy was severe. The patient¿s ejection fraction was 65 percent. Coaxial alignment of the delivery system and the valve was described as fair. The second valve was deployed 50/50 to the native annulus. The valve position (slightly canted and more aortic than intended) and the resulting paravalvular leak was attributed to canted coaxial alignment of the valve within the annulus prior to valve deployment.

Manufacturer narrative:
Per the instructions for use, paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. The patient screening manual instructs the operator on proper aortic valve & root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures are also included. In this case, procedural factors [canted coaxial alignment of the valve within the annulus prior to deployment] were reported to have contributed to the final valve position and resulting paravalvular leak post valve deployment. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.